Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the oscillating saw blade zimmerâ®/synthesâ®, part number (B)(4), review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2019, a returned product investigation was performed on the oscillating saw blade zimmerâ®/synthesâ®. The physical evaluation revealed that the returned blade had was broken at the attachment end of the blade and the sides were deformed. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the oscillating saw blade zimmerâ®/synthesâ® was broken, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a total knee, the saw blade broke while cutting. There was no medical intervention or harm and no delays. No adverse events were reported as a result of this malfunction.